Manufacturer narrative:
(B)(4).

Event description:
Patient reports that since the revision due to infection the patient has experienced pain, limp, heart attack, blood clots in lungs requiring long term anticoagulant therapy, delayed wound healing and folliculitis.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.